Event description:
It was reported that during setup it was determined that the mega suturecut needle driver instrument had a frayed cable at the distal end. The instrument was not used in the case, there was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported frayed cable, however, for clarification the damaged instrument component was a broken grip cable. Based on this clarification, the customer reported complaint is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found.